Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.